Event description:
It was reported that the rn assessed the peripheral IV and the needleless connector had disconnected from the tubing while IV fluid was infusing. It was confirmed during follow up, that there was no patient injury as a result of this event.

Manufacturer narrative:
The customer¿s report that the maxzero disconnected from the tubing was not confirmed. The samples were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The maxzero was received attached to the female luer of a broken IV catheter. The breakage with the IV catheter was a separation at the female luer and tubing engagement with part of its tubing within the female luer. No obvious damages or issues were able to observed on the maxzero connector based on the photo. Functional testing of the maxzero only, observed no issues. The root cause that the maxzero disconnected from the tubing was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse assessed the peripheral IV and the needleless connector had disconnected from the tubing while IV fluid was infusing. There was no patient injury.